Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unit to perform the rewind, prime/seating test, basic occlusion test and force sensor test due to constant pump error 43 error. Pump error's 41 and 43 due to corroded motor home switch. The history was download successfully using thus software. The long traces file confirmed pump error 41 alarm (motor voltage error) on 02/28/2025 06:07:10:000 pm and pump error 43 alarm (motor drive error) on 02/28/2025 06:07:10:000 due to corroded motor home switch. The following were noted during visual inspection cracked battery tube threads, fading serial number label, cracked keypad overlay at select button and cracked case near belt clip rails. The unit p-cap / test reservoir locks in place properly. Unit was confirmed for pump error 41and 43 error confirm due to corroded motor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer encountered pump errors 41 and 43. The customer reported no adverse event. The event involved the products mmt-1880, mmt-332a and mmt-399a. Troubleshooting was performed and the customer was able to successfully clear the alarm and perform the displacement test. No harm requiring medical intervention was reported. The customer discontinued using the insulin pump. No product return is required for mmt-332a. No product return is required for mmt-399a. Mmt-1880 was returned for analysis.